Event description:
The user suspected breaches in the sterile packaging. Damage was found during the user's inspection. No patient impact was reported.

Manufacturer narrative:
Device available for evaluation? It was originally reported that the device would be returned for evaluation. We no longer expect the device to return. Device evaluation the device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Manufacturer narrative:
Device evaluation: the device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.